Event description:
It was reported that at the patient's follow up visit, the device was found to be at elective replacement indicator (vvi) mode. As no battery and lead information was available, a pacemaker lockup was suspected. Software unlocked the device and it was restored to the previous settings. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.